Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient¿s ipg would no longer take a charge and became inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 where ipg was replaced to address the issue.